Event description:
It was not reported to resmed france that an astral device will not calibrate. There was no patient injury reported as a result of this incident. Reference MFR # 3004604967-2015-00136.